Event description:
It was reported that an aseptico endo dtc failed to beep and possibly caused two files to separate; outcome of the event is unk as of this report.

Manufacturer narrative:
Because separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunction and that the malfunction would be likely to cause/contribute to a serious injury should it recur. The file separations will be reported via asr, as appropriate. The device was returned to the physical MFR and evaluated. It was noted that the torque output was not sufficient. As a result, the motor driver chip was replaced, and the software was updated.